Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and applied medical was unable to replicate or confirm the complainant¿s experience. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the root cause based on the description of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Hospital: [name]. Procedure performed: thrombectomy. During a thrombectomy procedure, n.10 catheters syntel of various sizes were used and each balloon catheter broke. There were no consequences for the patient but report regarding balloon material risk of embolization was made. The customer quality dept. Doesn't know which code catheters were involved. We have been selling these codes in the last three months: a4f00 - lot 1346715 - exp 04/13/2024 (5 pcs), a4f01 - lot 1346718 - exp 07/17/2024 (13 pcs), a4f02 - lot 1346720 - exp 05/14/2024 (13 pcs), a4f03 - lot 1346728 - exp 06/19/2024 (13 pcs), a4f04 - lot 1346842 - exp 02/18/2024 (10 pcs), a4f07 - lot 1346815 - exp 04/02/2024 (3 pcs), a4f08 - lot 1358594 - exp 07/13/2024 (1 pcs), a4f05 - lot 1346828 - exp 04/07/2024 (10 pcs), a4f06 - lot 1346822 - exp 07/13/2024 (5 pcs). Additional information received via email on 26jan2021 from senior quality engineer there was no damage to the vessel. The catheters did not come into contact with any sharp objects throughout the procedure. The surgeon had no difficulty in inserting the catheters into the vessel, no difficulty in removing them, because they were deflated due to rupture. Balloon material has been removed at the end of the procedure. Words of dr [name]: "the repeated rupture of approx. 10 lmat catheters latex free of different sizes has happened during embolectomy cases with femoral and popliteal access. I can guarantee that in many occasions not being able to remove the thrombotic material and to finish the surgery has created worry and frustrations. The balloons rupture, on non calcified vases, has not compromised the interested vases; the catheters were not in contact with pointed instruments during the procedure; we had no difficulties in inserting the catheter in the target vase and not in removing them as they were deflated because of the rupture; if some material remained in the artery to be cleaned, it has been certainly removed with the multiple purges and washes we did at the end of the embolectomy procedure." Additional information received via email on 23feb2021 from senior quality engineer. "I guess they were able to remove the balloon fragments as the doctor states - if some material remained in the artery to be cleaned, it has been certainly removed with the multiple purges and washes we did at the end of the embolectomy procedure." Intervention: it has been certainly removed with the multiple purges and washes we did at the end of the embolectomy procedure. Patient status: no patient injury or illness occur associated with the complaint event.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow-up report will be sent once the results have been analyzed.

Event description:
Hospital: [name]. Procedure performed: thrombectomy. During a thrombectomy procedure, n.10 catheters syntel of various sizes were used and each balloon catheter broke. There were no consequences for the patient but report regarding balloon material risk of embolization was made. The customer quality dept. Doesn't know which code catheters were involved. We have been selling these codes in the last three months: a4f00 - lot 1346715 - exp 04/13/2024 (5 pcs). A4f01 - lot 1346718 - exp 07/17/2024 (13 pcs). A4f02 - lot 1346720 - exp 05/14/2024 (13 pcs). A4f03 - lot 1346728 - exp 06/19/2024 (13 pcs). A4f04 - lot 1346842 - exp 02/18/2024 (10 pcs). A4f07 - lot 1346815 - exp 04/02/2024 (3 pcs). A4f08 - lot 1358594 - exp 07/13/2024 (1 pcs). A4f05 - lot 1346828 - exp 04/07/2024 (10 pcs). A4f06 - lot 1346822 - exp 07/13/2024 (5 pcs). Additional information received via email on 26jan2021 from senior quality engineer: there was no damage to the vessel. The catheters did not come into contact with any sharp objects throughout the procedure. The surgeon had no difficulty in inserting the catheters into the vessel, no difficulty in removing them, because they were deflated due to rupture. Balloon material has been removed at the end of the procedure. Words of dr [name]: "the repeated rupture of approx. 10 lmat catheters latex free of different sizes has happened during embolectomy cases with femoral and popliteal access I can guarantee that in many occasions not being able to remove the thrombotic material and to finish the surgery has created worry and frustrations the balloons rupture, on non-calcified vases, has not compromised the interested vases; the catheters were not in contact with pointed instruments during the procedure; we had no difficulties in inserting the catheter in the target vase and not in removing them as they were deflated because of the rupture; if some material remained in the artery to be cleaned, it has been certainly removed with the multiple purges and washes we did at the end of the embolectomy procedure." Additional information received via email on 23feb2021 from senior quality engineer: "I guess they were able to remove the balloon fragments as the doctor states - if some material remained in the artery to be cleaned, it has been certainly removed with the multiple purges and washes we did at the end of the embolectomy procedure." Intervention: it has been certainly removed with the multiple purges and washes we did at the end of the embolectomy procedure. Patient status: no patient injury or illness occur associated with the complaint event.